Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified transmitter issue occurred. Date of issue is approximate. On the evening of (B)(6) 2022 around 9:00-10:00, the patient stated he was not feeling well and felt "toxic" so he contacted a friend to see him. During this time, he was staying in a hotel room. It was reported that the patient was not receiving readings on his insulin pump and stated that the transmitter stopped communicating with the pump. Due to the issue, the patient as not able to take an insulin corrections on his pump. When his friend arrived, the patient kept asking for diet soda and more fluids because he was very thirsty. His friend advised him to see a doctor in the morning and left after a few house. The patient as having difficult sleeping due to his condition and started to feel weak and was vomiting. Around 3:00am, the patient was looking for his phone on the table near him and could not find it and accidently hit his head on the table. At the time, the patient was weak and felt like he was going to pass out so he ran out to the hallway and shouted for help. Hotel employees called 911 and when paramedics arrived, they assisted the patient but the patient could not recall what treatment he received. His bg that was checked by paramedics was approximately 688 mg/dl. They administered the patient bags of fluids. The patient woke up in the intensive care unit and stated it was probably his 5th day in the hospital when he woke up. At the time, the patient was not wearing a sensor, transmitter or pump as it had been removed. The patient was monitored in the ICU and was discharged on the afternoon of (B)(6) 2023. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the patient was monitored in the ICU and was discharged on the afternoon of (B)(6) 2023."

Event description:
The patient was monitored in the ICU and was discharged on the afternoon of (B)(6) 2022.